Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal crossing and began to position the was in the laa of the patient. The physician was having difficulty positioning the was in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion was discovered. The patient was given protamine and a pericardiocentesis was performed draining 200cc of fluid from the pericardial space. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat their effusion. The patient is hospitalized and recovering from this event. It was further reported that during surgery a perforation on the posterior side of the patient's heart was repaired. The patient made a full recovery and was discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal crossing and began to position the was in the laa of the patient. The physician was having difficulty positioning the was in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion was discovered. The patient was given protamine and a pericardiocentesis was performed draining 200cc of fluid from the pericardial space. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat their effusion. The patient is hospitalized and recovering from this event. It was further reported that during surgery a perforation on the posterior side of the patient's heart was repaired. The patient made a full recovery and was discharged from the hospital.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal crossing and began to position the was in the laa of the patient. The physician was having difficulty positioning the was in the laa, so it was brought back to the right side of the patient's heart with the plan to perform the transseptal crossing again. At this time the patient became hypotensive, and a pericardial effusion was discovered. The patient was given protamine and a pericardiocentesis was performed draining 200cc of fluid from the pericardial space. The patient stabilized but was brought to the operating room for further treatment. The patient underwent open heart surgery to treat their effusion. The patient is hospitalized and recovering from this event.